Event description:
The customer stated that they received an erroneous result for one patient sample tested with ise indirect k for gen.2 on a cobas 6000 c (501) module. The sample initially resulted with a k value of 7.6 mmol/l accompanied by a data flag. The sample was automatically repeated by the analyzer, resulting with a value of 5.0 mmol/l and this value was reported outside of the laboratory. The customer noted that other test results for the sample were accompanied by data flags and the hemolysis serum index value was 134 mg/dl. Based on this, the customer repeated another tube of the sample collected at the same time. The repeat k value of this second tube was 4.3 mmol/l. The value of 4.3 mmol/l was believed to be correct and a corrected report was issued. The patient was not adversely affected. The k electrode lot number was u0903, with an expiration date of 24-sep-2019. The field service engineer could not determine a cause. He checked the instrument. Pump pressures were ok and rinse volume was within specifications. Probe alignments were ok. Precision studies were performed and these were ok. The customer ran calibration and controls; these were ok. No alarms were noted on the last calibration performed on (B)(6) 2019. Controls showed no indication of a performance issue with either the reagents or instrument. For potassium, hemoglobin levels higher than 90 mg/dl increase the apparent potassium concentrations significantly (approximate h index of 90). Hemolyzed specimens are to be avoided. The customer did not follow collection tube manufacturer recommendations for centrifugation of the samples. The investigation could not identify a product problem. The cause of the event could not be determined.